Event description:
A precision flow humidifier unit was being demonstrated in a foreign country, when the unit went into a general fault alarm. An odor was observed coming from the machine.

Manufacturer narrative:
There was no pt involvement in the incident. The unit is being marketed in a foreign country, but not in the us at the time of the malfunction. No units are in us distribution at the time of this filing. However, the company is filing this MDR in compliance because vapotherm intends to market a "similar" device in the us. The cause of the odor was charring of the pcb and its electrical components. Water has entered the unit through a gap in the motor water seal. The water had dripped onto the motor's 12 volt pcb causing an electrical short. The pcb and its components are ul 94 v-o rated fire resistant materials and did not flame. All charring ceased when power to the unit was disconnected. The fire resistant components were verified by intertek testing lab to comply with iso. There were no flames generated from the electrical components. Corrective action: a gap in the sealant was found that allowed water ingress. The water tight sealing method has been improved to eliminate any sealing voids. Vapotherm has instituted 100% testing of the seal integrity by a water challenge method. Foreign field action: vapotherm techs are 100% testing the seals for the first shipment to a foreign country. All the units will be tested and repaired as needed by aug 29, 2008. Vapotherm has discussed this field action with a rep of the facility.